Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual and functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [healthcare professional name redacted] used the epix universal clip applier for a laparoscopic cholecystectomy on (B)(6) 2023 he had used the device once before and had agreed to evaluate it again on this case. The first 4 clips worked correctly, 3 on the cystic duct and the fourth on the cystic artery. However the fifth and sixth clips twisted, requiring them to be retrieved from the abdominal space.   The surgeon declined to continue using the device and moved to the [brand name redacted] for the remainder of the case. I explained to the theatre manager that we should raise a cer. The device was packed in its original box, placed in a bag, sealed and left in [healthcare professional name redacted] office. Additional information received by applied medical representative via phone on 3feb23: the 5th and 6th clips were twisted sideways. Essentially there was a lateral twist of the clips. A 12mm applied medical trocar was being used to insert the clip applier. Additional information received by applied medical representative via email on 7feb23: there are no available pictures of the clips and they didn't keep the clips. Intervention: the user stopped using the epix device and finsiihed the case with [brand name - redacted] ([model ref. - redacted]) it happened during a lap chole at the point of ligating the cystic duct and artery. Other devices used at the same time: ctf73 the contact name at the hospital was given. The clips scissored, they did not misalign. Information received from applied medical representative via email on 10feb2023: the lot number is 1455489. Patient status: no reported adverse effects. Intervention: the surgeon declined to continue using the device and moved to the [competitor device] for the remainder of the case. The user stopped using the epix device and finished the case with [competitor device].

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [healthcare professional name redacted] used the epix universal clip applier for a laparoscopic cholecystectomy on (B)(6), 2023. He had used the device once before and had agreed to evaluate it again on this case. The first 4 clips worked correctly, 3 on the cystic duct and the fourth on the cystic artery. However the fifth and sixth clips twisted, requiring them to be retrieved from the abdominal space. The surgeon declined to continue using the device and moved to the [brand name redacted] for the remainder of the case. I explained to the theatre manager that we should raise a cer. The device was packed in its original box, placed in a bag, sealed and left in [healthcare professional name redacted] office. Additional information received by applied medical representative via phone on 3feb23: the 5th and 6th clips were twisted sideways. Essentially there was a lateral twist of the clips. A 12mm applied medical trocar was being used to insert the clip applier. Additional information received by applied medical representative via email on 7feb23: there are no available pictures of the clips and they didn't keep the clips. Intervention: the user stopped using the epix device and finsiihed the case with [brand name - redacted] ([model ref. - redacted]). It happened during a lap chole at the point of ligating the cystic duct and artery. Other devices used at the same time: ctf73. The contact name at the hospital was given. The clips scissored, they did not misalign. Information received from applied medical representative via email on 10feb2023: the lot number is 1455489. Patient status: no reported adverse effects. Intervention: the surgeon declined to continue using the device and moved to the [competitor device] for the remainder of the case. The user stopped using the epix device and finsiihed the case with [competitor device].

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be provided following the conclusion of the investigation.